Manufacturer narrative:
Product evaluation summary: performance data collected from the device was received and analyzed. Battery voltage - battery depletion indicated/eri: elective replacement indicator (eri) date (B)(4) 2012; low battery voltage (bv) alert on the same day. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached early elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).